Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that two variable angle locking screws failed to lock into two distal holes in a variable angle lateral clavicle plate. The plate had to be removed and replaced with another which worked as required. User followed IFU. Operating time was extended. Surgery was delayed for 20 minutes. Fragments were not generated . There was patient outcome/ consequences but there was no clinical outcome experienced by the patient.(infection, inflammation..). This report is for one (1)2.7mm va lck screw slf-tap. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Manufacturer site:postal code: (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: concomitant's added. Therapy date: (B)(6), 2022. G1 manufacturer site country code. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects on the surface of the va lockscr ø2.7 head 2.4 self-tap l18 ss, p/n: 02.211.018. A dimensional inspection was unable to be performed due to the complex geometry of the device. A functional test was performed, the returned locking screws could not be locked in two of the distal va locking holes of the returned va-lcp lat dist fibula pl 2.7 le 3ho l79, p/n: 02.118.401, due to damage to the threads inside the holes. The returned locking screws were successfully locked in the rest of the va locking holes. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l18 ss, p/n: 02.211.018 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.